Event description:
On march 17th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the observed discrepancies were consistent with situations in which estimated sg values provided by the eversense app were entered as calibrations instead of true bg values. Customer care recommended that the user continue using the system and to enter exact bg values from a glucometer daily when their glucose levels are steady while the system was monitored. After additional monitoring, it was determined that the system was working with expectations. Per dms review, the user was using the system with up-to-date information.